Manufacturer narrative:
Device had no button response due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to verify stuck button alarm or button error alarm due to no button response. Unable to perform the displacement test and self test due to no button response. Device had minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button. Customer's blood glucose level was unknown at the time of incident. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.